Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device displayed a "speaker malfunction" error message and had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that the device displayed a "speaker malfunction" error message and had no sound. The device was not in use on a patient at the time of event, there was no patient involvement. The device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had a speaker malfunction. The device is repaired by replacing the parts that were found damaged and outdated.